Event description:
It was reported that during the upgraded procedure, the atrial lead was inadvertently dislodged in the process. The lead was explanted and was not replaced due to chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.